Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including a percutaneous lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to invalid contacts and a loss of stimulation. The explanted lead was returned to the MFR for analysis; however, analysis is currently in process. F/u on the pt found no further issues reported.